Event description:
Event description guidant/cpi received vague information claiming that this ipg (implantable pulse generator) may have had a failure that related to the patient's death. The family's attorneys have concerns pertaining to who tests the devices for proper function after a patient death.